Manufacturer narrative:
Our field service engineer was on site for an initial investigation and retrieved the logs. It was found out that the air gas module of the ventilator was faulty and needed to be replaced. The customer did not want service and contacted a third party for replacement. The faulty gas module was not returned to us for further investigation. The analysis of the received device logs confirms alarms for reported low o2 concentration as well as high o2 concentration and other clinical alarms such as high respiratory rate and low expiratory minute volume. Due to lack of returned goods, the root cause of the faulty air gas module could not been identified. H3 other text : 4117.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It wasreported that the ventilator alarmed for oxygen concentration low. There was no patient harm. Manufacturer ref.#: (B)(4).